Manufacturer narrative:
It was reported that post procedure pericardial effusion was confirmed. Information from the field indicated that during the procedure the patient's act was 346 (within therapeutic range) and protamine was administered. The field also indicated there were operational difficulties during implant procedure which may have contributed to the reported incident. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effects could possibly be related to the operational difficulties. The reported medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed for perforation. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was selected for implant. No pericardial effusion was observed prior to procedure. The transseptal puncture was inferior posterior. The amulet was successfully implanted after 3 partial recaptures; the device was never fully recaptured. In addition, there were wire exchanges in the lupv. The left atrial pressure was 12. Protamine was administered during procedure. The patient's activated clotting time (act) was 346. Then, 30 minutes post-implant, localized pericardial effusion was observed in the left atrium. No cardiac tamponade was observed. Pericardial puncture was performed. The user alleged that the pericardial effusion was due to difficult anatomy and a fragile left atrial appendage. The amulet remains implanted. The patient was reported to be out of intensive care and was in good condition.